Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, less than 1 month after implant placement. Bone quality around the area was not reported, and oral hygiene around the implant was good. Local infection, peri-implantitis, and pain were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.